Event description:
The event involved a 12" (30 cm) ext set w/microclave®, 0.2 micron low protein binding filter, 2 clamps, spiros® w/red cap. Additional samples were sent for related complaint ((B)(4)) where it was reported the filter was leaking from both of the "small holes" on the back of the filter. The leaking occurred on day 4 or 5 of infusion of chemo. The leak was noticed because of a few red drops of the chemo were on the patient's gown. The patient showered immediately and gown and linens were changed. The chemo appeared to be leaking out of the "holes" on the back of the filter. She didn't notice any cracks, etc. Some chemo was lost and the patient's infusion was paused for about 10 minutes, during which she did not get chemo. She estimates that the patient didn't get about 5 ml of the chemo. There was patient involvement, no harm reported as a result of the reported issue.

Manufacturer narrative:
A photo was returned showing red drug residuals within two unidentified extension set assemblies. The inline filter had evidence of red drug in the filter assembly but no leakage from the filter vents was able to be observed. Two unidentified extension set assemblies were retuned for investigation. The inline filters were observed to have both the inlet and outlet filter vents wetted out. No other visual anomalies or damage were observed. The probable cause of the observed filter vent leaks is temporary or permanent loss of the hydrophobic properties of the filter vent material due to infusate interaction during use. A device history review could not be conducted because no lot number(s) was/were identified. Additional contact information e1: (B)(6).